Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a limb salvage procedure on the female patient with pre-existing condition of dementia, the balloon ruptured and a piece of it was left in the patient. The physician was unable to be retrieve the fragmented portion. Additional information has been requested but not provided by the reporter at the time of this report.

Manufacturer narrative:
(B)(4). Clinical imaging review: imaging of this case was reviewed by outside professional clinical review. The impression gathered was that the balloon ruptured on a triangular eccentric heavily calcified plaque with all the characteristics of a high rupture risk. The access did not necessitate a .018 system. A larger system would have reduced the risk of rupture. Investigation - evaluation. A review of complaint history, device record history, drawings, instructions for use (IFU), quality control, specifications and visual inspection of the returned device was conducted during the investigation. The device is shipped with an (IFU) that describes the intended use, specific items are addressed such as: ¿the balloons are manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloons to prevent damage. They will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to the balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures." Instructions for preparation state: ¿choose a balloon appropriate to lesion length and vessel diameter. Upon removal from package, inspect the catheter to ensure no damage has occurred.¿ instructions for balloon introduction and inflation state ¿if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ the visual examination reported one device was returned for investigation and appeared to have burst circumferentially. It is possible that the burst may have started linearly, and then torn circumferentially. Highly calcified areas tend to contribute to balloon ruptures and are more likely to rupture circumferentially. In the absence of external restraints, the balloon is designed to burst linearly, however when sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may burst circumferential. The user did report that the area being treated was calcified, which may have contributed to the failure. The user did communicate they tried to withdraw the burst balloon through the sheath which may have contributed to separation. After rupture, balloon rewrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst.. Per IFU, ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ per the complaint the there was an attempt made to remove the balloon through the sheath, which would contribute to the separation. The initial burst was likely caused by heavily calcified patient anatomy, and the separation was likely caused by attempting to withdraw the balloon though the sheath. Using a larger system, a closure device and a high pressure balloon instead of this product would have significantly reduced the risk of a balloon rupture. There is no evidence to suggest that the device was not made to specification. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a limb salvage procedure on the female patient with pre-existing condition of dementia, the balloon ruptured and a piece of it was left in the patient. The physician was unable to be retrieve the fragmented portion. Additional information was received regarding the procedure performed and outcome: during withdrawing into the sheath the balloon fractured and a distal balloon fragment in the cfa was retrieved during an open procedure. Right common femoral artery (cfa) puncture, 4f sheath and angioplasty to calcified right proximal external iliac artery (eia).